Manufacturer narrative:
The device history records were reviewed with special mfg process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this lot number. The sample has been returned and the investigation is currently underway.

Event description:
It was reported that a pta balloon dilatation catheter used, dilated a dialysis fistula in the iliac, became lodged within the introducer sheath during removal. Both the balloon and sheath were removed simultaneously from the pt. No pt injury.